Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified procedure with unspecified mentor saline breast implants has experienced bilateral breast pain and unexplained systemic symptoms post-operatively. The symptoms include but are not limited to melasma, food allergies, thyroid issues, low iron and hair loss. No medical data (histology, laboratory) were provided. As a result, the patient will undergo removal on (B)(6) 2019. This report is for the right side.